Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history: the usage history extracted from the equipment and saved in excel format files was saved. The information provided by the user on the programming carried out is correct. The infusion started at 21:14:12 on (B)(6) 2024 and stopped at 17:52:15 on (B)(6) 2024. The volume at the start of the infusion was 6647.31ml and at the end it was 8123.65ml. The total volume infused was 1476.34ml, compatible with the infusion time. The infusion was stopped because air was detected in the infusion line and not because the programmed volume was infused. The user could have purged the air from the line and continued the infusion but decided to disconnect the patient. The user did not inform us of the date on which the adverse event occurred and/or the programming that was in use. He reported that the kvo alarm was triggered two minutes before the scheduled end of the infusion. According to the usage history, the last time the user programmed the flow rate and volume was on (B)(6) 2024. The user programmed a flow rate of 4ml/h for a volume of 70ml. The infusion started at 21:11:16 on (B)(6) 2024 and finished on (B)(6) 2024 at 08:08:57. The user changed the flow rate to 8ml/h at 01:34:54 on (B)(6) 2024. The total volume infused was 70.01ml. Until 01:34:54 on (B)(6) 2024, the infusion time was 4:23:38 and the amount infused was 17.55ml, compatible with the initially programmed flow rate of 4ml/h. However, at this time the user changed the flow rate to 8ml/h. At 08:08:13, when the kvo alarm was activated, 06:33:19 had passed since the flow rate change and the amount infused was 70.01. So, a further 52.46ml was infused to match the infusion time at the new flow rate. So, the kvo alarm occurred at exactly the right time according to the user's actions. Functional analysis: for both equipment, flow rates of 100ml/h were programmed for volumes of 100ml. Infusion time 1 hour. We will let both devices enter kvo, standard 30 minutes, at a flow rate of 3ml/h. Until the infusion is stopped by the equipment. Visual analysis equipment has a normal used appearance. Conclusion: the results of functional tests on both equipment showed that they are infusing correctly and precisely according to their specifications. The amounts infused are compatible with the precision of the equipment. Infusion times and kvo are also compatible with the equipment's precision. We confirm the non-confirmation of the technical complaints for both devices.

Event description:
According to the complainant a patient receiving tpn (individualized solution) volume 1725 milliliters (ml) at 71.88 milliliters an hour (ml/h). It was installed by a colleague at 9:10pm on (B)(6) 2024. Reportedly at 5pm on (B)(6) 2024 it was noticed the end of the solution. But scheduled to finish at 9pm. Pump configuration was not incorrect. No patient complications were reported as a result of this event.